Event description:
Boston scientific crm received information that this right atrial lead was being extracted due to an infection. No adverse patient effects have been reported. No additional information is available. All dates were provided by boston scientific. Despite the complaint stating this lead was explanted, no indication was given to indicate that the event date was the date of discovery or the date of explant.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.